Event description:
It was reported that during the implant procedure the patient experienced loss of blood from the venotomy site and a transfusion was performed. The cause of the bleeding was unknown. It was also reported that there was difficulty advancing the stylet to the tip of the right atrial (ra) lead during implant. The lead was removed and an insulation breach was noted. The lead was removed and another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and visual summary analysis of the lead indicated stretching. It was noted that the outer insulation of the lead was extrinsically breached due to a tear, the outer insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant. (B)(4).